Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pulmonary lobectomy video-assisted thoracoscopic surgery (vats) procedure. The stapling device was being applied to cut the vein. The stapler was able to fire but there was poor staple formation. There were absent clips on one staple tray. The staple line was incomplete. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, used clips.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.